Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, ineffective lead stimulation was observed on the left ventricular channel. Diagnostic imaging showed lead dislodgement due to twiddler¿s syndrome. The physician suggested initial lead placement caused the issue, but no further information is available. The lead was explanted and successfully replaced and the patient was in stable condition.